Manufacturer narrative:
(B)(4). No product or images were returned to assist with this investigation. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with instructions for use (IFU), which describes the indications for use, warnings precautions and the proper deployment sequence, specific to this case, the IFU states: access vessel diameter (measured inner wall to inner wall) and morphology (minimal tortuosity, occlusive disease and/or calcification) should be compatible with vascular access techniques and delivery systems of the profile of a 16 french vascular introducer sheath. Vessels that are significantly calcified, occlusive, tortuous or thrombus-lined may preclude placement of the endovascular graft and/or may increase the risk of embolization." "Inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowl ischemia." The failure mode assigned to this case is perforation. This failure mode was determined based on the provided event description. A definitive root cause can not be determined or reported at this time. However, the pt's anatomy may have been a contributing factor to the dissection. We will continue to monitor for similar complaints. The risk associated with the failure mode will remain at an acceptable level.

Event description:
A (B)(6) female pt underwent aaa repair on (B)(6) 2010. The pt's anatomical form was not suitable since access vessel was partly stenosed (5mm) and severely tortuous. Moreover, both sides of internal iliac arteries were coil embolized and the iliac leg grafts were placed in external iliac arteries since there were common iliac artery aneurysms in both sides. After the contralateral iliac leg graft was placed, the sheath came out of the pt's body without noticing that bleeding was occurring. The amount of blood lost was about 2000cc. The pt's blood pressure dropped (it was 60-70 temporarily) due to bleeding, so the pt received blood transfusion. It was noted that right external iliac artery was ruptured when the main body sheath was withdrawn. Blood vessels above and below the ruptured part were interrupted surgically and femoral-to-femoral bypass surgery from contralateral side was performed (1820334-2010-00615). The pt's blood pressure recovered during the procedure, and the pt was fine.